Manufacturer narrative:
(B)(4), date sent: 4/15/2024. D4: batch # 502c79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received fully fired, with the pan totally disassembled and the reload body broken. No functional test was performed due the condition of the reload. It is possible that the damage and the pan dislodge noted on the returned reload was due to improper handling of the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 502c79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. Device evaluation anticipated, but not yet begun. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve, they were attempting to remove the reload from the stapler gun. The bottom of the reload came off into the cartridge channel. The metal part remained while the reload broke in half. The reload worked. Case was completed successfully after removing the metal piece out of the cartridge channel. No patient harm was reported.